Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial defect on the right eye (od) on a 4 day post op exam. A brief description from the surgery center indicated the epithelial defect was causing irritation. The patient¿s chief complaints were of irritation and pain. The surgery center reported the patient experienced loss of best corrected visual acuity (bcva) however bcva both pre-op and post-op was 20/20 in both eyes. A bandage contact lens was placed on the right eye. At this time, the patient is being managed. Bcva from (B)(6) 2017: right eye pre-op 20/20 -3.50 x-1.00 x 55, left eye pre-op 20/20 -2.25 x-1.25 x 146. Bcva from (B)(6) 2017: right eye post-op 20/20, left eye post-op 20/20.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.